Event description:
It was reported that saf-t-intima w/y adapter yel 24ga x .75i tubing was defective and broke. The following information was provided by the initial reporter: in the process of pegasus' indwelling, the extension tube at the small clip of the extension tube was clipped the next day. The nurse thought that the small clip was too sharp and easy to break the extension tube.

Manufacturer narrative:
H6: investigation summary: a complaint of tubing on the product found being damage during use was received from the customer. A sample was provided to aid in the investigation of this defect. Through visual inspection the customer complaint was verified. A partial cut was found in the extension tubing of the set. A device history record review was completed by our quality engineer team for provided lot number 9326768. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Slide clamp was reviewed with the intention to find sharp edges or some burrs that could cause the reported defect however, nothing was observed. The slide clamp could not cause this type of cut in the tubing. This defect is most likely related to an incorrect activation of this device. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that saf-t-intima w/y adapter yel 24ga x .75i tubing was defective and broke. The following information was provided by the initial reporter: in the process of pegasus' indwelling, the extension tube at the small clip of the extension tube was clipped the next day. The nurse thought that the small clip was too sharp and easy to break the extension tube.